Event description:
Facility alleges an adverse reaction occurred immediately after the initiation of treatment. Pt experienced severe back pain and shortness of breath. Dialysis was discontinued and blood recirculated. Pt was given solu-medrol 125 mg and benadryl 25 mg by IV. Prior to returning the blood, pt was given oxygen by nasal cannula. After 15 minutes, blood was returned to pt and no further problems were reported. Dialysis was restarted with another type of dialyzer. No serious injury or blood loss reported. This event involved one pt.